Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, the suture broke. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be reutrned for evaluation. It has not yet been received.